Event description:
The physician intended to use an endeavor resolute stent to treat a lesion in the proximal to mid lad. The device was inspected prior to use with no issues noted. Target lesion exhibited 95% stenosis. Lesion pre-dilation was performed. It was reported that resistance was encountered loading the endeavor resolute device into the guide catheter / sheath. The stent was reported to have been damaged at this point. The endeavor resolute stent could not pass the lesion and the device was removed. The physician used another device to complete the procedure. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. A number of struts on the 6th, 7th, 16th and 17th proximal segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusions: device inspected prior to use with no issues noted. Event appears to be procedural related. Stent deformation. (B)(4).